Event description:
It was reported by the patient that she is traveling and she dropped her seat back to sleep and "felt a pulling motion". Since then she has been having a hard time breathing. Follow up with the clinic was conducted and the patient has not been seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.